Manufacturer narrative:
The field service engineer found broken vacuum tubing on the rinse mechanism and loose connectors on the ise block. The tubing was replaced. The ise block was cleaned and tightened. The gear pump was replaced as a preventive measure. The customer ran controls and these were acceptable. The reporter stated they repeated patient samples on a second analyzer and all results were good. The last ise calibration performed on (B)(6) 2020 was ok. Ise controls were within range, showing no indication of a reagent or instrument performance issue. Adapters required for 13 mm. Diameter tubes were not used. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na for gen.2 and two additional patient samples tested with hdlc3 hdl-cholesterol plus 3rd generation on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 175 mmol/l, which repeated on a second analyzer as 142 mmol/l. The second sample initially resulted with an na value of > 269 mmol/l, which repeated as 136 mmol/l. The third patient sample initially resulted with an na value of > 244 mmol/l, which repeated as 140 mmol/l. The fourth patient sample initially resulted with an na value of > 214 mmol/l, which repeated as 140 mmol/l. The reporter stated she took apart the electrode compartment and saw a lot of salt build up in the electrodes and on/under the acrylic block. The reporter noted there was also crusty material on top of the cuvettes even after performing maintenance. The reporter mentioned they changed the sample probe and this seemed to fix the issue, but they continued to receive discrepant results. On (B)(6) 2020, the fifth patient sample initially resulted with an hdl value of 122 mg/dl. The sample was repeated on (B)(6) 2020, resulting with a value of 61 mg/dl. On (B)(6) 2020, the sixth patient sample initially resulted with an hdl value of 121 mg/dl. The sample was repeated three times on (B)(6) 2020, resulting with values of 54 mg/dl, 52 mg/dl, and 53 mg/dl. The na electrode and hdl reagent lot numbers and expiration dates were requested, but not provided.